Event description:
The customer observed falsely elevated total bilirubin results on alinity c processing module for one patient. The results provided were: on (B)(6) 2022 sid (B)(6) total bilirubin=error message 1041 unable to calculate result total bilirubin dilution 1:3=29, 23, 21, 23 umol/l /1:2 dilution=22, 22, 24 and 22 umol/l laboratory reference range for total bilirubin= normal: 5 to 21 umol/l; slightly high: 21 to 40 umol/l; high: 40 to 257 umol/l; critical: 257 to 2138 umol/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for alinity c total bilirubin reagent ln 04v51-21, lot number 60494uq09. The trending report review determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. The customer confirmed there were no issues with any other specimens and quality controls were in range. No additional issues were identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c total bilirubin reagent, lot number 60494uq09. Updated section d4 device expiration: date to 2/28/2023 from 9/30/2022.